Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on 01/16/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored verify screen with the appropriate audible and vibratory alerts. Unrelated to the display issue, black box history showed that a time and date reset occurred on 12/12/2013. A time and date reset to default setting was observed when battery was removed and re-inserted after 6 hours. A failed internal clock battery was found on the printed circuit board when the pump casing was opened to investigate. (B)(4).